Event description:
The surgeon attempted to insert a 3-piece silicone lens model aq2010v. The lens was stuck in the cartridge prior to insertion and the cause was unknown. The cartridge had patient contact, but the lens was not inserted. There was no patient injury.